Event description:
The customer contact reported air in the tubing. The extension tubing set was connected to a unspecified gemstar primary tubing set and was being used to deliver tpn. The extension tubing set was connected to an unspecified huber needle to access the pt's mediport. At 1700, it was reported that after the customer contact connected the extension tubing set to the huber needle and the delivery was started, air was noted "coming back up the line" from the connection of the extension tubing set and the huber needle. The delivery was stopped. No air was delivered to the pt. The tubing set was replaced and therapy was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
One device was received. Investigation is not complete.